Manufacturer narrative:
H3, h6: analysis was performed for product: 9733533, lot number: 250505g. It was reported that the returned tracker was found to be fully functional when connected to a known good system. The tracker displayed a divot error of 1.3mm with normal tracking. No problem was found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the tracker had an unrecognized event. It was unknown if there was an inaccuracy in the navigation. The issue was resolved with another tracker. They completed the procedure with the continued use of the navigation system. This issue caused no surgical delay. There was no reported impact on patient outcome. (B)(6) 2026 (B)(6) (rep, for): it was confirmed unknown if there was an inaccuracy, or if it was a tracking issue or verification issue.